Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and suspected a potential issue with the solenoid driver pcb and power supply. The fse determined that the iabp unit will need to be check with a new power supply. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not switch on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. The customer informed the getinge field service engineer (fse) that they repaired the iabp unit and released the unit for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) troubleshot the iabp unit and verified that the solenoid driver board was faulty by checking with a new solenoid driver board and observing that the issue was rectified. At this time, repairs are pending customer approval. The iabp unit remains out of use. A supplemental report will be submitted when additional information is received.

Event description:
It was reported that during the customer's routine check, the cs300 intra-aortic balloon pump (iabp) would not switch on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.